Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer could not be used due to failure to stabilize it. They detected this failure in the product in the previous step, before having to use it and had to resort to another unit that he had available at that time. This situation did not cause any type of problem for the patient.

Manufacturer narrative:
Tw # (B)(4). Corrected sec - h6 clinical code changed to 4582.

Manufacturer narrative:
Trackwise #: (B)(4). The lot # 3000248865 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Device not returned.

Manufacturer narrative:
E1 event site address line 2 exceeded character limitations: (B)(6). Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer could not be used due to failure to stabilize it.